Manufacturer narrative:
H2 additional information: updated b5. H2 correction: updated d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that "the actual problem was that there were two copies of every image in each series, but the two copies were tagged with different unique ids which made it look like they were different images. When the navigation system tried to reassemble the series into a coherent volume, it kept running into pairs of slices that were in exactly the same physical position, preventing it from making a coherent volume out of them. When the software engineer removed the duplicate copies from each series, they were able to load them. The only other problem they noticed was that two of the series (the sagittal and coronal) included an extra slice off the end of the volume (probably a scout). That triggered warnings for "irregular slice spacing" and "missing slices" because of the gap, but the volumes were still visible. Those warnings went away when they removed the extraneous slice."

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the customer is still experiencing issues reported several months ago noted in other cases regarding exams missing slices when downloaded from pacs. The issue occurs specifically with images acquired from a third party imaging facility. The images are burned onto a compact disc (cd), which is then uploaded to the hospital's picture archiving and communication system (pacs). Navigation systems at the site do not have this issue with images acquired in-house and downloaded via the same pacs. There was no patient involvement.

Manufacturer narrative:
H3, h6: no parts have been received by manufacturer for evaluation. Codes b17, c20, and d15 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version: 2.1.0 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) the software investigation concluded that there was insufficient information to determine whether a software anomaly contributed to the reported behavior. The case was reviewed and there were 2 sessions on reported date. From the logs review confirmed that digital intercommunication of medicine (dicom) data was successfully imported into the system from an external source, as evidenced by repeated successful storage transactions such as ¿received c-store request (msgid x) / sending c-store response (success)¿ and a confirmed external association¿ association received 160.87.136.60: wfm -> medtronnav4¿, which indicated data transfer from a third-party electronic picture archiving and communication systems (pacs) system. The workflow further showed that dicom import processing was initiated through the standard pipeline (¿received dicom imports delegation¿), which confirmed that the data was handled as externally sourced input. Despite successful import, multiple downstream warnings and errors were observed, including ¿does not belong to patient,¿ ¿oid is not a volume, will not load,¿ and ¿current registration is not valid,¿ which point to inconsistencies within the dataset rather than any failure in dicom transfer or loading . These log findings correlated with the software engineer¿s analysis, which indicated that the third-party image sets contain duplicate slices with conflicting spatial positions and extraneous slices, which disrupted volume reconstruction. As a result, although the system successfully receives and loads the dicom data, these structural inconsistencies prevented proper volume formation and lead to the observed issue of missing slices during visualization. All exams were not able to import due to slice spacing being zero. So application was not able to construct slice stack with these exams and these exams were not as per stealth protocol. Provided exams were not valid to import in stealth since the exams did not have enough good slices. Based on the information provided, there was no indication that a software anomaly contributed to the reported behavior. Software appeared to be working as designed. Codes: b01, c19, and d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.